Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe with luer-lok¿ tip was found damaged before use, with plastic on the syringe appearing "melted" and the plunger broken. The following information was provided by the initial reporter: "we have a syringe ref 302830 that appears to have been damaged in manufacturing. Looks like the plastic on the syringe was melted and the inside plunger is broken. Only one I have seen. Lot number 9240598."

Event description:
It was reported that the bd syringe with luer-lok¿ tip was found damaged before use, with plastic on the syringe appearing "melted" and the plunger broken. The following information was provided by the initial reporter: "we have a syringe ref (B)(4) that appears to have been damaged in manufacturing. Looks like the plastic on the syringe was melted and the inside plunger is broken. Only one I have seen. Lot number 9240598."

Manufacturer narrative:
H.6. Investigation summary: 1 sample was received. It came in an open packaging blister. Visual inspection was performed. The barrel is damaged at the 10ml scale mark. The damage went through the barrel wall damaging the plunger rod too. After the molding process the barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damage to the barrel and plunger rod rib. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.